Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colono videoscope experienced an accumulation of biofilm. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the additional information provided, it was determined the foreign material was biofilm. There was no physical damage at the location where the foreign material remained. However, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.